Manufacturer narrative:
The conclusion code has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
Analysis found a breached depression on the outer insulation of the extension 15.5 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the change in stimulation during mobilization was intermittent stimulation during mobilization. It was also reported that all impedances were within range and there were no abnormalities. The patient did not experience any falls or traumas while the extension was implanted.

Manufacturer narrative:
Concomitant medical products: product ID 7489000101, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿changing stimulation during mobilization.¿ it was unknown whether any external factors had led or contributed to the issue. The patient was reprogrammed in an attempt to troubleshoot the issue. The extension was replaced as a result of the event and the issue was resolved; the patient was alive with no injury at the time of report.